Event description:
It was reported by customer before use that the cardiosave intra-aortic balloon pump (iabp) unit failed to automatically inflate. On-site inspection revealed inflator failure, system test failure, and the compressor pump calibration positive pressure could only reach 365, indicating a fault in compressor pump. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site name is (B)(6) hospital affiliated to fudan university, event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.